Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/damage) issue. Reportedly, the batteries had to be changed more often than before. Reporter noted that the battery compartment was cracked. Reporter stated that there was no damage to the battery cap and no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found low battery warning on the day of the complaint. Investigation found that the battery compartment was cracked and the threads on the battery cap were stripped. The battery cap was unable to fully secure onto the pump but was able to tighten enough to allow the pump to power on without a power loss. A rewind/load/prime sequence was executed without incidents. Electrical current draws were within specifications. Pump casing was opened and contamination was observed on the printed circuit board. The investigation confirmed but was unable to duplicate the reported power issue.